Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) registry. It was reported that in stent restenosis and stent thrombosis occurred. On an unknown date, a synergy drug eluting stent was implanted in the mid left anterior descending artery (lad). On (B)(6) 2020, the subject presented with unstable angina (ccs classification: iiib) and the index procedure was performed on the same day. The 90% stenosed target lesion was located in the mid lad and was 30mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation using a 2.5 x 20mm balloon, followed by treatment with a 2.50 x 30mm agent dcb balloon with a 10% residual stenosis. Post dilatation was not performed. The 75% stenosed target lesion was located in the first obtuse marginal (1st om) and was 30mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation using a 2.5 x 20mm balloon, followed by treatment with a 2.50 x 30mm agent dcb balloon with a 10% residual stenosis. Post dilatation was not performed. On (B)(6) 2020 was discharged on aspirin and ticagrelor. On (B)(6) 2020, during a 9 month follow up visit, angiography was performed and revealed a triple vessel disease coronary artery disease (3v-cad)and 90% in stent restenosis (isr), classified as thrombosis, of the lad. On the same day the subject was hospitalized for further treatment and evaluation. The 90% stenosed mid lad was treated with a percutaneous coronary intervention using a drug coated balloon with a 20% residual stenosis. On (B)(6) 2020, the event was considered to be recovered and resolved without sequelae. The subject was discharged on the same day on aspirin and ticagrelor.